Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 16 and alarm 25) occurred. Reportedly, the customer was unable to recall if the cartridge was removed during pumping. Customer¿s blood glucose value was between 54-500 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.